Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot# n4m1697y) sigphandle, sig power sigphandle handle, (serial# unknown) unknown signia egia adapter, (serial# unknown) unknown endo gia sulu, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, involving the powered stapler, when stapling and cutting the stomach, the first reload jammed after the first shot. After the load was released, a second reload was attempted but did not fire. The surgical time was extended by 30 minutes due to these issues. The device was replaced by a manual stapler to resolve the issue. No patient complications have been reported as a result of this event.